Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Foot pedal would not work when we went to do bone/fine registration. Went to use a new foot pedal today and a new foot pedal failed today, we think it might be something with the robot. Pka case delayed 20 minutes.

Event description:
Foot pedal would not work when we went to do bone/fine registration. Went to use a new foot pedal today and a new foot pedal failed today, we think it might be something with the robot. Pka case delayed 20 minutes.

Event description:
Foot pedal would not work when we went to do bone/fine registration. Went to use a new foot pedal today and a new foot pedal failed today, we think it might be something with the robot. Pka case delayed 20 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: rio foot switch would not work when we went to do bone/fine registration. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Reference nc#: (B)(4). Device history review: not performed as the rio foot switch is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding rio foot switch would not work when we went to do bone/fine registration failure of p/n: 207138, serial #: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: no device inspection could be completed as the product was not available for evaluation. Reference nc#: (B)(4). Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. H3 other text : device not returned.